Manufacturer narrative:
Device issue with inomax dsir# (B)(4). The review of service order findings was completed on 21-oct-2015. The regional service center (rsc) service log review revealed a delivery failure (df) alarm raised for main supply voltage out of tolerance occurring before the low battery alarm raised. The valid range for the main supply voltage is 2435 to 4075 counts (actual: 2435 counts). Although identified in the service log, rsc did not experience a df alarm due to main supply voltage out of tolerance but did replace the battery due to service log findings. A full functional test was performed and the device operated according to specifications so it was returned to the device service pool. The root cause for this report is smart battery fuel gauge drift. This condition will be tracked and trended under the company's quality system. Although the customer did not report an adverse event with this device; this report is being submitted to regulatory authorities because a similar failure occurred in the past which resulted in a serious adverse event (MDR 3004531588-2014-00002).

Event description:
On 21-oct-2015, during a routine review of service order findings from a regional service center (rsc) in the united states, the company's senior quality operation manager identified a smart battery fuel gauge drift with inomax dsir# (B)(4). Although the customer did not report an adverse event with this device, the smart battery fuel gauge drift in a similar device was associated with a serious adverse event in the past and is considered a reportable failure/event.